Event description:
Philips received a complaint from the hospital's medical examiner (me) on the v60 ventilator indicating that the touch panel display, and input positions were misaligned while the device was in use; however, there was no reported harm to the patient or user. The sales representative visited the room, provided a replacement ventilator, and collected the device. There was no medical intervention or reported delay in therapy. The medical examiner confirmed that the issue was duplicated after testing the device, and the touchscreen was visually clean. The input recognition position was shifted upward by approximately 5 centimeters (cm) relative to the screen display position, and the alarm mute and alarm reset buttons were inoperable. Additionally, the power off button could not be operated from the calibration screen, which made it impossible to restart ventilation. Touchscreen calibration failed as an "invalid touch detected - please touch the center of the box displayed on the screen]" error message was displayed.

Manufacturer narrative:
Contact office phone number: (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician could not duplicate any issues with the touchscreen as no problem was found. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen passed all of the flex cable resistance testing. The technician verified a successful calibration of the touchscreen using the touchscreen calibration button noted in the diagnostics portion of the software. Product UDI is corrected.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported the misalignment of the touch position. Since the issue could not be resolved by calibrating the touchscreen, the touchscreen was replaced, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.